Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to neck fracture which occurred while the patient was standing behind his van at his home.

Manufacturer narrative:
Additional information received updated hospital and explant date.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.